Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of hearing an alert sound coming from the cardiac resynchronization therapy defibrillator (crt-d) in the morning for the last three to four days. Patient reported going to the hospital approximately four to five months ago as a result of not feeling well. It was noted that a healthcare professional was unable to interrogate the device. Troubleshooting options were provide and the device remains in use. No further patient complications have been reported as a result of this event.